Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through history log) but could not reproduced the system error 322 alarm. The specific cause was undetermined. The upper and lower auxiliary assemblies were replaced as they are known contributors of the system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device is alarming system error 322. It was also reported that there was no pt injury.